Manufacturer narrative:
A ge service representative performed an on site investigation. The fse stated that when the wisp was replaced the day before, the system was accidentally left in service mode. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they could make exposures, but could not see the image (loss of live image). There is no report of injury or death associated with the event described in this complaint.